Manufacturer narrative:
Date of event, device available for evaluation: estimated date. The device will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article that the patient presented for a transfemoral transcatheter aortic valve implantation (tavi) using an evolut pro valve (medtronic) due to severe aortic stenosis. A non-abbott dual filter (sentinel) embolic protection device (epd) was placed and balloon dilatation was performed using non-abbott balloon (nucleus). Three attempts to place the 29mm-evolut were performed, however the device popped out each time. A larger evolut, a 34mm-evolut was successfully implanted following. Debris, including valve fragments, were captured in the epd. Post-procedure, the patient had increasing chest pain with st elevation observed. Per coronary angiogram, an acute occlusion of the mid left circumflex (cx) coronary artery had occurred. The left main (lm) to the left anterior descending (lad) coronary arteries were engaged. A sion blue (asahi) and an abbott, hi-torque supracore guidewire advanced without issues reported. Dilatation was performed using non-abbott balloon catheter (emerge) and a non-abbott stent (orsiro) was implanted in the lcx. Post-procedure, the patient had new short-term memory loss and embolic lesions observed in the vertebrobasilar territory. The patient was discharged at day 7 with medications. At the 6-month follow-up, the patient was in functional nyha-1 and reported minimal short-term memory loss. Reportedly, in this case, the re-deployments of the non-abbott evolut, requiring additional manipulations, contributed to the valvular debris, found in the epd. The ischemic cerebral lesions were in the cerebral area, not protected by the epd. There was no device malfunction or issue reported with the hi-torque supracore guidewire. There was no device related adverse event reported against the hi-torque supracore guidewire. No additional information was provided regarding this issue.

Manufacturer narrative:
B3: estimated date. D4: the UDI# is unknown because the part and lot numbers were not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the electronic lot history record for this product was not performed since the part and lot numbers were not reported and the product was not returned for analysis. It should be noted that the reported patient effect of embolism is listed in the instructions for use as a known patient effect of the procedure. Based on the article and case information, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.